Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -11.50 diopter implantable collamer lens in patient's left eye on (B)(6) 2015. Low vault with no rotation was noted on (B)(6) 2016. The lens was explanted and exchanged for a longer length lens on (B)(6) 2016. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/30.

Manufacturer narrative:
Conclusion code: review of the file indicates that the lens was not implanted in accordance with the dfu requirements, acd of 2.89mm is below 3.0mm for vicl/vticl. Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).